Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (unable to communicate) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a intermittently shorted u730 component on the distribution node pca. The root cause for the shorted u730 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A u.s. Distributor reported that an electrode belt was unable to communicate with the monitor.